Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the facility representative that the patient experienced allergic reaction to chloraprep skin antiseptic with redness, tenderness, and itchy underneath central line dressing change (dermatitis contact). Per medwatch: this united states case is a solicited report received on (B)(6) 2021 from a consumer from a patient support program via accredo specialty pharmacy. This [omitted] patient began therapy with remodulin (treprostinil sodium, concentration 1 mg/ml), on (B)(6) 2020 for secondary pulmonary arterial hypertension. The current dose was reported as 0.100 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient had allergic reaction to chloraprep skin antiseptic with redness, tenderness, and co-suspect medication included chloraprep (chlorhexidine gluconate, isopropanol). Concomitant medications included: opsumit (macitentan), tadalafil, and xarelto (rivaroxaban). Relevant medical history included secondary pulmonary arterial hypertension. It was reported that the patient had a past allergic reaction to chloraprep skin antiseptic with redness, tenderness, and itchy underneath central line dressing change. Action taken with IV remodulin and chloraprep was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown. The reporter assessed the causal relationship between IV remodulin and the event of dermatitis contact as not related.